Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Sensor product performed as expected within the specification. Error in bg reference measurement was a result of user input error. Therefore, this issue could not be confirmed as a manufacturing related error and it is unlikely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and discrepancy between sensor glucose and blood glucose values. The customer reported blood glucose value of 54 mg/dl and was treated with glucose/carb intake. The event involved product(s) mmt-431ag, mmt-7040a, mmt-1884, mmt-342g. Troubleshooting was not performed for inaccurate readings and the difference between the sensor glucose of 204 mg/dl and blood glucose of 54 mg/dl was out of the acceptable range. Troubleshooting was performed for hypoglycemia event. It was unknown whether customer was using the auto mode/smartguard feature at the time of the event. And unknown whether customer had been using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-7040a.